Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that a patient underwent a ventral hernia with spigelian element repair procedure on (B)(6) 2012 and mesh was implanted. The patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia, vaginal scarring, and adhesions. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.